Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump low battery alert prior to the replace battery alert. It was reported that the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.